Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that there were black marks on her onetouch ping meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on the afternoon of (B)(6) 2012. The patient reported managing her diabetes with insulin pump therapy and stated that she decreased her insulin around the time the alleged issue began. However, the patient was unable to recall how much the decreased dose was. The patient claimed that within 2 hours she developed symptoms of "shakiness and a headache." The patient informed the cca that she was tested on an emergency medical services (ems) meter on the evening of (B)(6) 2012. The patient was unable to recall the result obtained by ems but stated that they treated her with intravenous glucose. At the time of troubleshooting the cca confirmed that the subject meter was not being used for the first time and that there was no known misuse to the subject meter. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reporter as an adverse event because, the patient reportedly developed symptoms suggestive of a serious injury and required treatment by the ems as a result of the alleged issue.

Manufacturer narrative:
10/15/2012-device evaluation: the lay user/patient's products have been returned and evaluated by lifescan product analysis on [10/09/2012] with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged display. Black marks found were on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.